Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) investigation summary: the complaint device was received at the service center and evaluated. It was reported that fms vapr vue generator sn#: (B)(4) not working and not detecting the hand pieces. Per service reports, this complaint can be confirmed. It was found during evaluation that the 8-way assy was corroded and the transmitter pcb relay board was defective. Further, the seal is damaged. The connector and relay board were replaced, and missing material renewed to resolve the issues. After repair, the device was found to be working according to the specifications. User mishandling can be the most probable root causes of damaged seal. Fluid ingress into the device and contact with the 8-way assy is responsible for the corrosion. With the available information, we cannot determine the root cause of the defective relay board. The defective relay board and corroded 8-way assy would have caused the customer to experience the reported problem. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to a knee arthroscopy procedure on an unknown date, it was observed that the generator device was not working while being tested. During in-house engineering evaluation, it was determined that the 8-way assy was corroded on the device. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.